Event description:
As reported by the (B)(4) study, approximately 11 months after pta in the distal left common carotid artery, the patient underwent a repeat carotid revascularization in the distal left common carotid artery. There was 80% stenosis in the target lesion of 20mm in length in a 4.5mm vessel diameter. It was not ulcerated, not calcified, and no thrombus present. A 5mm medium support angioguard embolic protection device was successfully deployed and the lesion pre-dilated with no dissection. Then an 8x30mm precise stent was deployed at the target site. Residual stenosis was 0% and timi iii flow . There were no neurological deficits after the procedure. During the index procedure, pta was performed on an 80% occluded lesion in the distal left common carotid artery. The arch type was I. The lesion was pre-dilated. A 5mm medium support angioguard was successfully deployed followed by deployment of a 7x40mm precise pro rx stent. The patient was neurologically intact upon leaving the angio suite. The residual diameter stenosis measured 0%.

Manufacturer narrative:
Concomitant medications: aspirin and clopidogrel were administered pre, intra and post-procedure. Bivalirudin was administered during the procedure. Concomitant devices (index, (B)(6) 2009): angioguard 501814rmc/71008504. Concomitant devices ((B)(6) 2010): angioguard 501814rmc/ 70909511 and precise pro rx pc0830rxc/15058000. As reported by the (B)(4) study, approximately 11 months after pta in the distal left common carotid artery, the patient underwent a repeat carotid revascularization in the distal left common carotid artery. There was an 80% stenosis in the target lesion of 20mm in length in a 4.5mm vessel diameter. It was not ulcerated, not calcified, and no thrombus present. The lesion pre-dilated and there was no dissection. An angioguard device was used and an 8x30mm precise stent was deployed in the patient. Residual stenosis was 0% and timi iii flow present after intervention. There were no neurological deficits after the procedure. There was no reported patient injury. The patient's medical history includes hyperlipidemia, CABG, smoking, coronary artery disease, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14006760 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.